Event description:
It was reported that the device under infused. The nurse hung IV cytarabine at 0206 for a planned 3 hour infusion. The bag was completely empty at 0703, nearly five hours later. On the bag was printed a volume of approximately 357. Actual volume as reported by the pump at the end of the infusion was 570. Rate of medication was verified to be 119ml/hr. Rate was unchanged for duration of administration. No patient harm occurred. The customer later replied that the infusion pumps passed all accuracy tests, and they were unable to duplicate the reported problem. One device had a cracked bezel assembly however the location of the damage had no effect on the performance of functionality of the pump and was not related to the issue.

Manufacturer narrative:
The customer¿s experience of an under infusion was not confirmed. The pcu (sn (B)(4)) event and error logs were provided by the customer, however the dataset and tubing were not . The log review indicated a basic infusion was programmed at the rate of 119 ml/hr with the vtbi of 999ml, which is an 8.4 hour infusion. At this time, the accumulated total of the primary volume infused was (0 ml). The actual duration of the infusion was 4 hours and 49 minutes (start time 2:10am and end time 6:59:11 am). The total primary volume infused was 570.649 ml. Devices were not returned for an investigation, so could not determine if device met specifications. The customer later replied that the infusion pumps passed all accuracy tests, and they were unable to duplicate the reported problem. The root cause of the customer¿s reported issue of an under infusion could not be determined. The proximate cause for the infusion lasting nearly five hours rather than the planned three hours was determined to be a user programming error. Device evaluated by MFR: log review only.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device under infused. The nurse hung IV cytarabine at 0206 for a planned 3 hour infusion. The bag was completely empty at 0703, nearly five hours later. On the bag was printed a volume of approximately 357. Actual volume as reported by the pump at the end of the infusion was 570. Rate of medication was verified to be 119ml/hr. Rate was unchanged for duration of administration. No patient harm occurred.